Event description:
CT(computed tomography) done for pna showed incidental finding of thrombus within the proximal aspect of the outflow track appears to be causing severe focal narrowing. The remaining outflow tract is patent. - lvad flows and power have been stable.